Event description:
It was reported that this implantable pulse generator (ipg) exhibited intermittent far-field oversensing on the atrial channel, which resulted in storage of an inappropriate atrial tachy response (atr) episode. Technical services (ts) provided reprogramming recommendations and the atrial arrhythmia burden (aab) alert was increased to greater than 24 hours. The system remains in service and no adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.